Event description:
It was reported that stent compression and removal difficulty occurred. The 85% stenosed target lesion was located in the severely calcified proximal part of the lower left subclavian artery. An 8.0x40x135 cm express ld stent balloon expandable was selected for subclavian artery stent implantation. However, during the procedure, the physician incorrectly used an inappropriately sized 8f delivery catheter, resulting in compression of the stent. It was noted that the balloon recapture was difficult, and it could not be recaptured to the delivery catheter. The physician re-applied pressure to dilate the balloon, then released the pressure again to drag it. This process was repeated several times to simultaneously withdraw the stent deployment system and the delivery catheter, but it could not withdraw the femoral artery sheath from the patient's body. The physician could only withdraw the stent deployment system and the femoral artery sheath together and apply pressure and bandage on the puncture site. There were no patient complications as a result of this event, and the patient was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that stent compression and removal difficulty occurred. The 85% stenosed target lesion was located in the severely calcified proximal part of the lower left subclavian artery. An 8.0x40x135 cm express ld stent balloon expandable was selected for subclavian artery stent implantation. However, during the procedure, the physician incorrectly used an inappropriately sized 8f delivery catheter, resulting in compression of the stent. It was noted that the balloon recapture was difficult, and it could not be recaptured to the delivery catheter. The physician re-applied pressure to dilate the balloon, then released the pressure again to drag it. This process was repeated several times to simultaneously withdraw the stent deployment system and the delivery catheter, but it could not withdraw the femoral artery sheath from the patient's body. The physician could only withdraw the stent deployment system and the femoral artery sheath together and apply pressure and bandage on the puncture site. There were no patient complications as a result of this event, and the patient was stable post-procedure.

Manufacturer narrative:
H6 - updated evaluation conclusion codes. E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).